Event description:
This ra lead was implanted on (B)(6) 2018 and remains implanted as of this time. A call was placed to technical services on (B)(6) 2018 stating that this lead had been reposition and suspected with perforation. The following physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).